Event description:
It was reported that the user experienced several days of low blood glucose with recurrent episodes in the late morning, early afternoon before dinner, and around early morning hours while using the device, and oral glucose was used for treatment. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in which medication in the form of oral glucose was required. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no findings, and there was insufficient information regarding a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.